Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation, and gastrointestinal/pelvic floor. It was reported by a health care professional (hcp) who had called for compatibility inquiries for an MRI that the patient alleged that the stimulator had started malfunctioning 4-6 months ago and the patient did not have the ins on because of this. The caller stated that the patient alleged that the, ¿wires fell out of the battery,¿ and that they wouldn¿t turn on the ins because of fear of being shocked. It was noted that the patient did not have a managing health care professional (hcp) at this time and that the patient would be calling into patient and technical services to get hcp listings. Technical services and the caller reviewed that it would be advisable for the patient to see a hcp before pursuing an MRI so that they could determine next steps for their system. No further complications were reported at this time.